Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the pump has no buzzer sound.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the pump has no buzzer sound.¿ the unit was triaged and the customer¿s reported condition was confirmed. The unit had no audio upon start up. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.